Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported difficulty removing could not be confirmed as it was based on case circumstances. The difficulty removing and damage to the retrieval catheter and filter membrane was due to interaction with the newly placed xact stent. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received stated that the stent implant was not damaged. The filter was able to be retracted back into the retrieval catheter; however, the retrieval catheter tore slightly and the filter was exposed when the device was successfully removed from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the internal carotid artery with moderate tortuosity and moderate calcification. After the deployment of a xact stent, the emboshield nav 6 device was fully retracted into the retrieval catheter for removal; however, resistance was felt and the filter became caught on the stent. The filter was pulled out of the retrieval catheter and came apart as the result of the interaction with the implanted stent. The filter was removed from the anatomy. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.